Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to their feelings and or normal readings. The reporter claimed obtaining blood glucose readings of 121, 161 mg/dl with the subject meter. This complaint is being reported because the control solution test performed during troubleshooting did not fall within range and the issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.